Event description:
I had mentor saline smooth implant operated into me the (B)(6) 2002. After that my body began to react immediately. I got cold fingers, raynaud¿s syndrome. In 2003 (B)(6) I got food intolerances, threw up almost all the food I had. I got eczema over my chest, back, and arm. My left arm got numb and 3 of the fingers to left hand. In 2004 I started bleeding from my back. My intestine had ruptured. I was diagnosed with crohn¿s disease. Now I stopped throwing up and started having diarrhea instead. Everywhere; and I could eat a carrot one day and the other I couldn¿t. So there was no chance for me to know what I reacted on. In 2004 - 2011, I got diagnosed with: migraine, headache, sinus infection, chronic fungal infection, fatigue, chronic pain, rheumatism, coughing, having the flu 24-7. The dr. Did everything they could to try helping me, but nothing helped. In 2011/2012 (B)(6) I had to go to ER, something ruptured in my lung and I was bleeding every time I was coughing. Double side pneumonia. In 2012-2014 I got, every 3rd month pneumonia back. Fever 41 celsius = 105 fahrenheit 5-15 times a month. In 2014 they found a nodule in my left lung. Biopsy and diagnosed with neuroendocrine cancer. But, since it was 1 cm they decided to let it be left inside. I just got worse and worse. I surely and slowly, painfully was heading against my death. In 2018, (B)(6) I decided to explant my breast implant. These totally safe implants. I got a lifetime guarantee¿ sure. They nearly killed me. Today? I can eat everything. No pain whatsoever, head, neck, back, arm, etc. And knock on wood¿on (B)(6) 2019 I still haven¿t had one pneumonia. So FDA says it¿s just allergan textured implants that gives you cancer. Wake up!!!! My tumor? It¿s now 2 mm. Miracle the dr. Says. I don¿t think so. I don¿t smoke, I eat healthy, exercise, and am active. My son almost lost his mother. You should be more concerned about what the drs are allowed to put in our bodies, not how much money they are making.